Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used in the endovascular treatment of the patient. A non-mdt stent graft system was previously implanted in the patient approximately three years earlier and the endoanchors were implanted to treat a type ia endoleak. A non-mdt cuff was also implanted along with the endoanchors. It was reported that the patient expired approximately one year and eight months after implantation of the endoanchors. The cause of the event is unknown. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.